Event description:
Noise on the rv channel was reported. Noise is most prominent when the device is pacing. The patient was seen in clinic and the noise was not reproduced during isometrics, but was reproduced during the rv threshold test. No adverse events were reported. Lead remains implanted but will be evaluated further.

Manufacturer narrative:
(B)(6) 2020 - it was reported that this lead was explanted due to loss of capture. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.